Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for urinary urgency and frequency. The patient stated that the trial worked well to control her symptoms and the permanent system worked to control her symptoms for a while but then she had a return of her target symptoms. The patient noted that she cut down on her water intake and had tried adjusting stimulation but the efforts had not helped. The patient mentioned that her health care professional (hcp) set it on 2 and locked it so she was unable to increase stimulation. The patient also indicated that the thing started to move over and it felt like it was in two pieces. The patient stated that it felt like a bubble and told her hcp that the thing hurt. It was reported that the hcp originally looked at it and said the system was fine but they later had a manufacturing representative assess the situation and it was determined that it had moved towards her butt crack. The patient confirmed that the hcp performed surgery on (B)(6) to take it out and put it into a pocket. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it felt like a bubble and moved all around plus it needed to be adjusted and she could not adjust it. The patient stated that it was set on the lowest setting and she could not adjust it. The patient noted that she peed at least 4 times a night if not more and she didn't drink after 7pm. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said the ins has come to the surface. Patient said the ins came to the surface in the past and the hcp had to move the ins implant it deeper. Asked when the ins came to the surface the 1st time and the patient didn't know. Patient when they walk they sometimes get a pain right over where the ins is, patient does not think it is related to the device. Patient also said sometimes they get a "jolt". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.